Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received buttons less responsive and motor sounds was labored. Customer¿s blood glucose level was unknown. Customer stated that the buttons was harder to press and sometimes was to press buttons twice. Customer stated that the rejected new battery, slower during rewind, louder during rewind and motor makes grinding noise. Troubleshooting was not performed. The device will not be returned for analysis.